Manufacturer narrative:
The hard drive that was removed from a css console computer was returned to syncardia for eval, and the customer-reported issue was duplicated in the lab at syncardia. The hard drive exhibited the same failure mode as previously-investigated computer hard drives. The hard drive was taken out of svc and disposed. This failure mode poses a low risk to a pt, because the issue was observed when the css console was not supporting a pt. In addition, it does not negate the ability of the css console to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. There are no adverse trends associated with css console computer hard drives. In the event of a monitoring computer failure, user training directs the pt care staff to utilize standard, and readily available, pt monitoring equipment, such as pulse oximeters for monitoring p02 levels, sphygmomanometer for monitoring blood pressure, and the monitoring of breath sounds for indication of pulmonary edema. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This css console was not supporting a pt. A syncardia clinical support rep reported that during a training session, the css console monitoring computer exhibited an error message and did not complete the boot-up process. A replacement computer hard drive was sent by syncardia to the hosp and was installed by the hosp biomedical engineer. After replacement of the computer hard drive, the css monitoring computer successfully completed the boot-up process.